Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery voltage bar from cold storage on two occasions, indicating it did not meet indication for implant. No attempt was made to implant the device. There was no patient involvement.